Manufacturer narrative:
Received one picture of primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. There was a stickdown on the secondary port of the cassette. The used plum set and sprios were not returned for evaluation. The complaint of liquid leakage can be confirmed based on provided picture and appears to be coming from the depressed secondary port on the plum set. The depressed secondary port would cause leakage and allow air passage triggering either an air alarm or occlusion alarm. The probable cause cannot be determined without the return of the used set or mating device. Initial reporter full phone #: (B)(6).

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. For the past few weeks, oncology teams in lévis, have reported problems using spiros when using the caps specifically with pump tubing # ic14687-28. A photo was provided, where it shows the secondary connection cap remains down even after removing the spiros. She cannot tell if the problem comes from the spiros, the cassette tubing, or even the handling. The nurses also mentioned having occlusion alarms and air alarms. They often have to start the complete air vacuum again. Additional information was subsequently received stating that air is created in the cassette, and the 'air' alarm keeps sounding, preventing the administration of an unspecified medication, the tubing and solution had to be changed and they had to also disconnect the spiros. In addition, the cap of the secondary connection remains lowered after the use of spiros. Problem frequency: it has happened about ten times. Impact on the quality-of-care loss of time and loss of medications. Prolonged treatment was reported. There was patient involvement; however, no report of patient harm.